Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastic pack / bd lord's insulin syringe with needle the customer complained that three of the stoppers were deformed. None of the deformed syringes were used. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: customer returned three 3/10cc, 8mm, 30g syringes in an open poly bag from lot # 6319799. Customer states that the stoppers were deformed. All returned syringes were examined and all exhibited a deformed stopper. A review of the device history record was completed for batch# 6319799. All inspections and challenges were performed per the applicable operations qc specifications. CAPA (B)(4) was initiated to address deformed/damaged stoppers and their associated root cause(s). Investigation conclusion: based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure root cause description possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed.